Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, the reported event may have been caused by the injection tubing, which is an accessory of the device, or fragments of the silicone rubber products used in the endoscope room, entering the air/water nozzle. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the instrument channel was inspected inside using a small diameter videoscope and was found to be damaged at the distal end of the instrument channel. However, no abnormalities or blockages were found during the inspection. There was a defect in water flow and water removal due to clogging of the air/water nozzle. The black debris protruding from the air/water nozzle had a rubber-like texture. All rubber-like components of the device were undamaged, so it was determined that the debris was not a component of the device. The adhesive on the bending section rubber was worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the reprocessing, it was found that the channel of the device was clogged. The device had been manually reprocessed using peracetic acid. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the air/water nozzle was clogged with foreign material and debris was sticking out.